Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus thailand, omsc surmised there was the possibility this phenomenon was attributed to the camera cable damage of the subject device due to tears and kinks which made the video signal abnormal. The camera cable damage of the subject device might have been occurred due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation for use. The user changed the subject device to the similar device and completed the procedure. The field service engineer of olympus (B)(4) checked the subject device at the user facility, the reported phenomenon could duplicate and the subject device passed to the repair center of olympus (B)(4). The repair center of olympus (B)(4) checked and found the damage such as a cut on the camera cable of the subject device which might be occurred to cut the optic communication line and make no image of the subject device. There was no report of patient injury associated with this event.